Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Exemption number e2019001. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a left anterior descending artery. The 3.0x12mm rx nc traveler balloon ruptured at 14 atmospheres. A non-abbott balloon was used to continue the procedure and implant an unspecified xience stent successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.